Manufacturer narrative:
(B)(4): eval: conclusion: no conclusion can be drawn.

Event description:
Pt presented to the ER with bright red vomits and bloody diarrhea. Blood pressure dropped and became tachycardic. Pt transfusion with 4 units prbc. Egd showed (B)(6) tear. Pt was monitored and discharged home 4 days after the event occurred.